Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in the od in 2008. As part of the study, the patient reported that he was experiencing a lot of glare in low light conditions. The ophthalmic technician in the surgeon's office was contacted and stated that this patient experiencing glares issues at night was due to the size of the patient's pupil and it was not related to the lens. Glaucoma drops were prescribed by the surgeon to aid with this condition. See MFR report # 2023826-2009-00174 for the other eye.